Event description:
Caller reported a malfunction on the pump while charging it. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted with resetting the pump, but the same malfunction code recurred, leading to the decision to replace the pump. Cts advised the caller on backup therapy using mdi, confirmed the shipping address, and instructed the caller on the process for returning the faulty pump. The caller was informed about receiving a pump with updated software and acknowledged the instructions.